Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 636097, 623219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervix inflammation, pelvic pain female, paratubal cyst, follicular cyst of ovary, luteal cyst of ovary, multiparous, menorrhagia, urinary frequency and polycystic ovary. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and pollakiuria ("urinary frequency"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy,cystoscopy with hydro distention, right ovarian we). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and pollakiuria outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and pollakiuria to be related to essure. The reporter commented: 2 trailing coils at both sides diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and portion of right ovary, hysterectomy, bilateral salpingectomy and partial right oophorectomy: uterus -secretory endometrium; no hyperplasia, atypia or malignancy, normal myometrium, normal serosa cervix -mild chronic inflammation, no dysplasia or malignancy fallopian tubes -bilateral essure devices present, normal fimbriated fallopian tubes benign paratubal cyst - right, portion of right ovary hemorrhagic, corpus luteal cyst, benign follicle cysts. Lot number: 623219 manufacturing date: 2009-03 expiration date: 2012-03. Lot number: 636097 manufacturing date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 636097, 623219) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, cervix inflammation, pelvic pain female, paratubal cyst, follicular cyst of ovary, luteal cyst of ovary, multiparous, menorrhagia, urinary frequency and polycystic ovary. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and pollakiuria ("urinary frequency"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy,cystoscopy with hydro distention, right ovarian we). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and pollakiuria outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and pollakiuria to be related to essure. The reporter commented: 2 trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and portion of right ovary, hysterectomy, bilateral salpingectomy and partial right oophorectomy: uterus secretory endometrium; no hyperplasia, atypia or malignancy, normal myometrium, normal serosa cervix mild chronic inflammation, no dysplasia or malignancy fallopian tubes bilateral essure devices present, normal fimbriated fallopian tubes benign paratubal cyst right, portion of right ovary hemorrhagic, corpus luteal cyst, benign follicle cysts. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.